Manufacturer narrative:
Pump was received with no button response due to corroded keypad traces. Unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corner, broken belt clip slot, minor scratched display window.

Event description:
It was reported that the customer returned pump. No further information provided.